Manufacturer narrative:
The date of this report was inadvertently documented as (B)(6) 2016 on the initial report. The correct date is (B)(6) 2016. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not working properly was confirmed. An assessment was performed on the device which found that the control unit was not functioning, and defective. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the small battery drive device was not working properly. It was reported that there was no delay in the procedure due to the event as an identical spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.